Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The insulin pump was unable to confirmed error alarm due to erased history file. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a motor error and a motor position encoder error alarms. The customer's blood glucose level was 170 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.